Event description:
It was reported that a caller experienced an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual dose injections for insulin therapy.